Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 7 or 8pm for a low blood glucose level of 32 mg/dl. The customer stated that they had no delivery alarms from their insulin pump but went on to state that the insulin pump currently works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.